Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the implantable neurostimulator (ins) was turning off between reprogramming. The rep thought that the patient programmer was being used. There were no symptoms reported. There were no further complications that have been reported as a result of this event. The indication for use is unknown.